Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with an unspecified 5f sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee artery. A non bsc guidewire was advanced to the lesion. A 2mm x 20mm x 142cm coyote es balloon catheter was selected to dilate the lesion. The balloon ruptured at 6 atms during the first inflation. Angiography showed that contrast media was leaking. The balloon was checked outside the patient and it was found out that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with the original box and pouch. The batch number on the packaging and device matched the batch number for this complaint. There was blood on the catheter and contrast in the inflation lumen and in the balloon. The device was inflated, using an inflation device filled with water connected to the inflation port, and two small balloon pinholes were found over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with an unspecified 5f sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee artery. A non bsc guidewire was advanced to the lesion. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was selected to dilate the lesion. The balloon ruptured at 6 atms during the first inflation. Angiography showed that contrast media was leaking. The balloon was checked outside the patient and it was found out that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.